Event description:
It was reported that the patient presented for 6 month check, complaining of pain and discomfort at implant site. Upon examination, pocket erosion was noted, some discharge was noted by the patient. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.